Manufacturer narrative:
H3 and h6 codes: updated. The suspect pump was returned for evaluation. Visual inspection revealed cracks in the downstream occlusion (dso) seal. Functional testing identified accuracy errors and air alarms; however, the customer¿s complaint could not be replicated during testing. The dso seal was replaced, and the probable cause of the issue remains unknown. The device subsequently passed all functional testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: since the exact event date was unknown, it was updated as first day of the month of awareness.

Event description:
It was reported that the device has accuracy error and air alarms. There was no reported patient involvement.